Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Consumer alleges the unit got stuck in the recline position and the consumer allegedly called 911 to get them out of the chair.

Manufacturer narrative:
The returned actuator functioned as intended.

Event description:
Consumer alleges the unit got stuck in the recline position and the consumer allegedly called 911 to get them out of the chair.